Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (b)(64) 2016. The caller stated that the cause of death is still unknown; they have not received the death certificate. The caller stated that they were in the store and the paramedics were called because the customer thought that they were having a heart attacked. The customer was transported to the hospital and pronounced dead at that time. The caller stated that the customer was feeling bad since (B)(6) 2015. Toes were amputated and he started dialysis. The customer had a pacemaker and an open heart surgery, after which had a stroke. The caller did not know the customer's blood glucose at the time of the death, but stated that at nights, the customer's blood glucose was running really low. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump at this time.